Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported "exchange from textured to smooth due to the patient¿s concern of the implant". Later healthcare professional reported "capsular contracture baker grade unknown, this side worse than contralateral side". This record is for the left side. Capsulotomie and capsulorrhaphy was performed as treatment for symptoms. Device was explanted.